Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the revision has been moved to (B)(6) 2022. It was noted the patient had a reaction to sedative medication before surgery, so surgery was canceled.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (unknown concentration at 1.4 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented in (B)(6) 2021 for a pump refill and was expected to get 8.7 ml back from the reservoir; however, aspirated18 ml. At the patient's (B)(6) 2021 refill, they expected to get 7.6 ml back, but aspirated 8 ml. At the patient's (B)(6) 2021 refill, they expected to get 6 ml and aspirated 18 ml. At the patient's refill on (B)(6) 2021, they expected to get 3 ml and aspirated ¿into the teens¿ from the reservoir. There were no known factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. It was unknown if any actions/interventions have been taken to resolve the issue. It was unknown if the issue had been resolved at the time of report. The patient's status at the time of report was alive - no injury. Additional information received from a healthcare provider (hcp) via company representative (rep) reported that the catheter was being replaced due to volume discrepancies. They have checked the pump logs and there are no pump alarms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 12-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient presented for a pump refill and there was 18 mls of medication inher pump when the expected residual volume was supposed to be 6 mls. The patient also noticed decreased pain control. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The healthcare provider planned to conduct a dye study. No surgical intervention occurred, and it was unknown if surgical intervention was planned. Actions taken to resolve the issue was unknown. The patient's medical history and weight at the time of the event was unknown.